Manufacturer narrative:
This report is submitted on november 25, 2021.

Event description:
Per the clinic, the patient underwent a magnet replacement surgery on (B)(6) 2021 due to a magnet dislodgement. The implanted device remains.